Event description:
It was reported by the customer that the sheath was placed in the femoral vein during an angioplasty procedure. A guiding catheter was seated in the sheath and the physician attempted to inject medication into the side arm. However, while injecting the medication, the side arm became "blown off". It was reported this occurred a few times. There is no further info.

Manufacturer narrative:
Sample will not be returned for eval.